Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the present date. The device was previously returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(6) 2018 13:20:36 (B)(6). Po for (B)(6). Shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. Npi. (B)(6) 2018 11:11:45 (B)(6). Est-mnr to mjr. (B)(6) 2018 08:56:40 (B)(6). Repair needed per lien tran, service tech, due to a pressure sensor and cracked bezel that need to be replaced. Repair will be honored as a minor since the customer has the plastics program under acct# 1848500 which the unit tracks to. (B)(6) 2018 12:18:35 (B)(6). Missed tat mjr. (B)(6) 2018 12:24:19 (B)(6). Replaced u2, u4 on display board. (B)(6) 2018 12:25:21 (B)(6). Verified the solder of u2, u4 on the display board. Pass. (B)(6) 2018 14:05:31 (B)(6). (B)(4).